Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level; low bg value was not provided, and cause was not known. Customer required third party assistance to address bg. The customer declined to perform troubleshooting with tandem technical support.